Event description:
Patient had 16 fr, 30ml foley catheter placed without incident. Prior to placement, the inspection of the catheter was completed by the nurse and the balloon was inflated to test the integrity. The patient contacted the home care triage line approximately twelve hours later to report that the catheter had fallen out. The inspection, completed by the nurse, noted a 7cm difference in the length of the catheter. The patient required a cystoscopy and removal of the retained portion of the foley catheter. Patient is reported to have tolerated procedure well. No additional information is available at this time.